Event description:
A user facility charge nurse (cn) reported a blood leak detected at treatment initiation. Upon follow-up, the cn stated an internal dialyzer blood leak occurred less than one minute after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with minor and major blood leak alerts. The blood leak was visually observed as soon as blood reached the dialyzer and was noted within the dialyzer fibers. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 300ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine remains out of service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A potted fiber fragment was found at approximately 185°, with the dialysate ports positioned at 0°, on the non-cavity ID end. There was no other damage or irregularities noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse (cn) reported a blood leak detected at treatment initiation. Upon follow-up, the cn stated an internal dialyzer blood leak occurred less than one minute after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with minor and major blood leak alerts. The blood leak was visually observed as soon as blood reached the dialyzer and was noted within the dialyzer fibers. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 300ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine remains out of service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.